Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "silicone has leaked into the body and cannot be removed. As it is fused to the muscle". And rupture.

Event description:
Patient, who is also physician, reported right side rupture. Device remains implanted.